Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the distal end of the polycarbonate sheath around the microtip needle was damaged and split. It is unclear what caused the damage to plastic. It is possible there was forceful contact between the end of the plastic sheath and another object. There did not appear to be significant material missing from the deformed plastic sheath.

Event description:
During a procedure with the tenex system, the end of the polycarbonate sheath around the needle of the microtip became damaged and split. It is unknown what caused the sheath damage during operation. It is unclear if any material separated from the sheath into the incision. The microtip was replaced and the procedure was completed successfully. No other intervention was required. No patient complications were observed.